Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a review of the receiving inspection (ri) for viper2 screw extension, closed was conducted identifying that lot number mi54731 was released in a single batch. Batch 1: released on november 13, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper2 screw extension, closed was received at us customer quality (cq). Visual inspection of the complaint device did not show any defect except minor scratches on the surface. Also, the inner fin was inspected for deformity but the component appeared to be straight. Analysis of the received image was performed. No defect could be seen on the image. Functional test: the functional test was performed on the returned viper2 screw extensions, closed devices using mis ti cfx fen poly 6x55 (product code: 1867-27-655, lot number: avcbky). The polyaxial head of mis ti cfx fen poly 6x55 is compatible to the mating device the viper 2 screw extension was intended to be used with. Therefore, mis ti cfx fen poly 6x55 was used for the functional testing and there was no discrepancy observed in the functioning of the devices. The viper 2 screw extension was able to assemble with mis ti cfx fen poly 6x55 without issue. Complaint could not be replicated. Investigation conclusion: this complaint could not be confirmed as the visual inspection of the as received condition of the viper2 screw extension, closed and the analysis of the image did not reveal any defect. Also, the inner fin of the device was inspected for deformity but the component appeared to show no defect. Minor scratches due to usage were observed on the surface of the device. These scratches could not impact negatively the functionality of the device. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the viper ii system failed, and it was difficult to detach the head. The screws had already been implanted, and when the surgeon tried to re-incorporate the towers the internal fins of the tower were angled towards the center, which prevented the bar from passing. There was a forty (40) minute surgical delay. No fragments were generated. The procedure was completed successfully. There were no consequences to the patient. Concomitant device reported: screwdriver (part number unknown, lot unknown, quantity unknown), screw (part number unknown, lot unknown, quantity unknown), viper2 screw extension, closed (part number 286725200, lot unknown, quantity 1), rods (part number unknown, lot unknown, quantity 1). This report involves one (1) viper 2 system screw extension, closed. This is report 2 of 5 for (B)(4).